Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had chemical liquid remains in the channel. An unknown product that looked and felt similar to lotion was discovered in the biopsy channel. The issue was found during reprocessing following a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed because the fluid was not observed in the channel. The device evaluation found that the distal end insulation had failed and the distal end cover had dents. The bending section cover rubber had cracked, the light guide lens had cracked, the forceps passage had excessive tear and scrape marks, there was a cut on switch 1, the insertion tube had a torn boot, the right/left control knob made an intermittent clicking noise, and the labels were peeling and illegible on the suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage of the device. Olympus will continue to monitor field performance for this device.